Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
A complaints database search and review of manufacturing records did not identify any anomalies. The lab report and parts were reviewed by bioengineering and a report was received stating based on the information received and the investigation performed, the root cause of the complaint was undetermined. The customer did not report a device defect. From the information reviewed in this report it is not possible to determine if there was a manufacturing fault. No corrective action is required. Post market surveillance is per sep-419. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Event description:
Hip-tep right side on (B)(6) 2006. From the beginning no problems. Then increasing crepitations for several days followed by a sudden blockade of joint. No wrong movement or trauma. A breakage of s-rom hip stem was diagnosed with help of an x-ray. Revision on (B)(6) 2015. Intraoperative smear negative. Update rec¿d 20 april 2015 - the patient's translated medical records were received. Medical records were reviewed for MDR reportability. According the medical records upon revision, the patient's liner showed slight signs of wear. Also noted, the patient's femoral stem was broken within the sleeve. At this time the patient's liner is being changed from an MDR no to an MDR yes. The complaint was updated on 07/05/2015.